Event description:
It was reported that the patients pump system was explanted due to lack of therapeutic effect. The patient had their pump and catheter removed in (B)(6) 2011. The patient had lack of pain relief and reporter stated that the 'therapy was not working', therefore it was elected to have the pump removed. There was no malfunction of device or catheter. The patient was hospitalized due to the event. The patient outcome was reported as no injury. The medication in the pump was not provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).